Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller indicated that the patient can't recharge, the controller shows the poor recharge quality screen. The first attempt to charge the caller got excellent coupling status for about 3 min and then it disconnected. The caller reported that in some instances the recharger does not connect to the ins at all.the caller stated that the ins is dead and the patient does not have therapy on. The caller indicated that the patient had the controller and recharger replaced, tss found information documented in rtg0344245. Event date, notify date, and md information were taken from that case.the caller reported that the ins feels flat, it is not deep, and the ins doesn't feel tilted.tss had the caller attempt to connect to the ins with the recharger, the caller indicated that the controller showed the poor recharging quality message. The caller moved the recharger around the ins and the controller screen did not change from the poor recharge quality screen. The caller applied pressed to the recharger antenna and the controller continued to show poor recharge quality. The caller indicated that the recharger would connect intermittently and show the normal charging screen and then go back to the poor recharge quality message. The caller indicated that they felt like the recharger was a little bit better able to connect to the ins when they were applying pressure.they are attempting to charge with the patient in a seated position. They did not have the access to an exam table for the patient to lay down.tss had the caller start the passive recharge function with the antenna away from the relay box and the ins, the controller displayed values of 59-59-63. The caller placed the recharger over the relay box and the values displayed 100 - 100 -100. As the recharger was moved away from the relay box the number changed to 51-52-100. Tss had the caller place the recharger over the relay box and move the recharge cable, the caller indicated that the values displayed on the controller remained consistent at 98-98-98. While the recharger was over the relay box, tss had the caller move the antenna cable where it is connected to the recharger and to the relay box, the numbers did not change as the recharge cable was moved. The issue was not resolved through troubleshooting. Tss reviewed information about recharging. The caller will continue to troubleshoot and may follow-up with the managing md. Rep reported that the ins was dead because the patient had a bad charging cord. Patient was sent a new charging cord, and was having issues staying connected to the battery. We believe the ins has moved in the patient¿s pocket. Once we firmly placed the charging paddle over the ins, the charger connected and began charging. Yes, the issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.